Event description:
The dynaflex device was implanted, date and surgical details not indicated. On 4/16/97 the dynaflex device was removed from the pt and an ipp device implanted due to "fluid loss." Ams has requested additional info.